Event description:
Same case as: 2134265-2009-00369, 2134265-2009-00370. It was reported that during a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 90% stenosed ostial lesion being treated was located in the non-calcified proximal right coronary artery (rca). The lesion was predilated with a 2.5x15mm non-bsc balloon, inflated to 16atm. The physician deployed two 2.50x20mm taxus express2 drug eluting stents in the distal portion of the proximal rca and a 2.50x12mm taxus express2 drug eluting stent in the proximal portion of the proximal rca. The stents were overlapping. Post dilatation was attempted one of the taxus stent delivery systems, but it unable to cross the lesion. Angiography confirmed that the stents were placed successfully. Medication given: aspirin and plavix. Seven days post the stent implant, the patient felt sudden pain in his chest in the parking lot on the day when he was about to leave the hosp, he came back to the hosp. St elevation was identified and angiography confirmed in-stent thrombosis in the proximal rca. The thrombus was aspirated and inflations were made with a non-bsc balloon, to 20atm. The physician confirmed after this incident that it was not inflated completely on the stents where the edges were overlapped. Medication given: warfarin. Patient status reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.